Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd solomed¿ 3 ml syringe with 25g x 0.7 mm needle was found during use with difficulty plunger movement. There was no report of injury or medical intervention.

Manufacturer narrative:
The sample provided by the customer has the plunger activated. However after the evaluation of the sample and according of the complaint description, it is possible verify the activation of the plunger was occurred during the medicament application, which is related at security syringe function. Thus it is not possible confirm the defect of this complaint was related of bd process. Bd was not able to duplicate or confirm the failure mode indicated by the customer, or the data were insufficient to the analysis. Based on the sample evaluation and according the description of the complaint the plunger activation was occurred during the syringe use, following the pretended function of the security syringe solomed. Based on the severity, occurrence and quality data analysis for this product family a CAPA is not necessary. There are no occurrences/quality notifications in this batch.